Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident, but it was stated to be normal and did not require medical treatment. It was reported that the battery compartment's spring was broken and that the customer was unable to continue use. There was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
We were unable to perform displacement test due to blank display due to broken battery tube spring. The device was received with broken battery tube spring and corroded battery tube.